Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +0.50/+1.0/001 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient experienced a refractive surprise and the lens remains implanted.

Manufacturer narrative:
(B)(4). Conclusion: patient is above the age of 45 and per dfu for this model, this lens model is contradicted for patients above the age of 45 years.